Event description:
Caller reported a cartridge alarm 20 issue, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in loading a new cartridge but the alarm recurred, prompting them to replace the pump. The customer will use mdi as backup therapy and was informed about receiving a pump with updated software. Instructions were provided for storage mode and for returning the problematic pump via ups, with acknowledgment from the caller.